Manufacturer narrative:
Product information was not provided. The manufacture date could not be determined without the product information.

Event description:
The customer received a blood glucose reading of 319mg/dl on the contour, had a lab test and the reading was 101mg/dl. The following day the contour reading was 369 and the lab result was 115mg/dl. The differences between the readings falls in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. Customer has no strips left to return for investigation. New meter and strips were sent to her.